Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly noted. No anomaly noted when installing the p-cap and reservoir into the reservoir compartment. The device powered up properly. No anomaly or unexpected alarms noted when installing a test battery. Device was monitored for 1 day. No frozen display, unexpected low battery alarm or unexpected off no power alarm noted during testing. No drive or motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The time advanced properly during testing. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump motor was louder, changing batteries weekly, the insulin pump was freeze when reloading cartridge and had received random no delivery alarm on a couple of occasions. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.